Event description:
The customer stated that the rubella calibration failed on the axsym analyzer with two new reagents and 2 different calibrator lots. The abbott customer technical advocate asked the customer to centrifuge the calibrators and repeat the calibration. After centrifuging, the calibration passed. No impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.